Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) found drawer 1 unplugged, as customer had determined it was causing errors. Inspected connections and discovered both row board connections were not fully seated; reseated them correctly. Tested drawer 1 and found cubie b4 popped open with a broken lid. Removed the cubie in hta and tested both halves of drawer 1 without issue. In the application, the missing cubie did not fail. Multiple attempts were made to fail it for removal from the system. The csc agent performed a data synchronization, which did not resolve the issue and accessed the database and deleted the affected medication and cubie. A new cubie was loaded and medication assigned successfully. During troubleshooting, drawers 4-1 and 4-2 failed, showing not on bus along with all cubies. Normal recovery attempts were unsuccessful. Both drawers functioned properly in hta, with all cubies operational. Recovery testing: drawer 4-1 cubies recovered successfully. Drawer 4-2 cubies failed to recover, not registering reinsertion. The fse replaced row board cable, auxiliary cable, drawer controller and retractor cable. Drawer 4-2 continued to fail, unable to open for cubie recovery, though it worked in hta. Suspected software issue. Planned to replace drawer 4-2 entirely. Customer had a spare drawer onsite. Drawer 4-1 unloaded and cubies removed. Csc agent unloaded drawer 4 via database. All cubies removed in hta. Drawer unplugged, deleted, and replaced with new drawer. Hta used to remove empty pockets. Station restarted and new drawer configured. Customer reloaded medications successfully. Fse returned onsite to provide customer with a replacement drawer for the one borrowed from another station. The defective drawer was shipped out. Station functionality restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using thebd pyxis¿ medstation¿ es auxiliary, the drawer 2.1 jammed earlier and failed to open. The customer attempted to recover the drawer and rebooted the system, and checked for any obstructions, but none of these steps resolved the issue. After the reboot, an error message appeared stating, object reference not set to an instance of an object. Following this, the application failed to launch altogether. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.